Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging an "error 2" issue with a one touch ultrasmart meter. The medical surveillance specialist (mss) spoke to the patient on july 1, 2010, and was able to obtain/verify information. The patient tests his blood glucose 4-5 times a day. He manages his diabetes with an insulin pump based on his meter readings. It is not known what type of insulin he uses. The patient indicated that the alleged issue started on (B)(6) 2010, at an unspecified time. Due to the alleged issue, the patient claimed that he was unable to test his blood glucose and therefore guessed on his insulin dosages. At an unspecified time after the alleged issue began, the patient claimed that he developed symptoms of delirium and sweating. The patient administered self-treatment by drinking a soda which helped to relieve his symptoms. The alleged issue was not resolved. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.